Event description:
It was reported that the "blue port" (video) in the back of the programmer was not working. It was further reported that there were "issues" with the analyzer. Follow-up determined that though the atrial lead tested fine, when the clips were switched over to the ventricular side there were no readings. The programmer was changed out and the procedure was successfully completed. It was noted that the issue may be attributable to the cables. The programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: during analysis no fault was found, it passed all final functional and systems tests and no other anomalies were found. Concomitant product: product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "blue port" (video) in the back of the programmer was not working. It was further reported that there were "issues" with the analyzer. Follow-up determined that though the atrial lead tested fine, when the clips were switched over to the ventricular side there were no readings. The programmer was changed out and the procedure was successfully completed. It was noted that the issue may be attributable to the cables. The programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.